Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent deployment issue occurred. Vascular access was obtained via the common femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7x41x120mm epic vascular stent delivery system (sds) was successfully advanced to the target lesion without difficulty. During deployment the stent jumped about 6mm. A second 7x41x120mm epic vascular stent was implanted overlapping the previously implanted stent. No further patient complications were reported and the patient's status is listed as fine.